Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer alleges the crossbrace broke and the consumer fell. No injury is alleged.